Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was used from (B)(6) 2015 to (B)(6) 2016 (205 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specifications. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection of the returned blood pump showed some residue between the membrane interstices, which could not clearly be identified as blood residues. For further investigation, the pump was disassembled and each membrane layer was separately tested for leaks. A leakage at the edge region of the blood-side membrane was detected. The analysis revealed a reduced membrane thickness in the area of the leakage and an uneven, slightly increased distance between the membrane layers. Reduced membrane thickness indicates that most probably an uneven loading of the membrane occurred, which led to a leakage at the thinnest point of the blood membrane. The uneven load of the membrane was most likely caused by the non-uniform, increased distance between the membrane layers. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects.

Event description:
The site contacted the berlin heart inc. Clinical affairs (ca) to report a membrane rupture observed in the lvad of a patient supported in a bivad configuration. The patient was stable in the ward, up until the day prior to the event. The day of the event, the patient was moved to the ICU after exhibiting signs of increased heart failure. At the time of the event, the site noticed that the blood-side membrane of the pump appeared to be in intermittent contact with the inner wall of the outer shell of the blood pump. The patient was stabilized medically while preparing to change the blood pump. The patient tolerated the exchange of the excor blood pump well and did not experience any untoward effect.